Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the buttons are to hard for her to press. Customer was advised to discontinue use of the device and revert to a backup plan. The customer wa advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive button due to flattened button on dome switch. The insulin pump was unable to perform any test due to unresponsive buttons. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.